Event description:
On (B)(6) 2011, pt reported, she is continuing to have leakage concerns with the new infusion sets. Pt stated, she was sent a longer cannula and a few days ago, she went to perform a bolus and noticed her shirt was wet with insulin. Pt reported, she noticed the insulin leaking underneath the adhesives. Pt stated, she immediately changed the infusion headset and bolused accordingly. Pt reported, the infusion set cannula did not appear to be bent or damaged. Reviewed user technique and use of the insertion assist plus device. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.